Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the patient was reprogrammed multiple times but to no avail. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the explanted devices were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred about a year ago from the date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 19099836 / 19660475 / 19660475. Product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 20227312.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the patient was reprogrammed multiple times but to no avail. The patient underwent a spinal cord stimulator (scs) system explant procedure.